Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed leak test k6, k6a, k7 and k8. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) while performing pm on so (B)(4) found the k6, k6a, k7, k8 test failed. Fse replaced drive manifold. All tests pass returned to customer and cleared for clinical use. The failure analysis and testing dept. Received drive manifold with a reported unit failure of failing leak test k6, k6a, k7, k8. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cs300 and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the fat attempted to perform the k6, k6a, k7, k8, leak test, the test would not start, indicating a large leak in the manifold. The drive manifold failed testing. Sending the drive manifold to the supplier for failure analysis per procedure number 0002-07-d008 rev.aq. Failure analysis received from the supplier for the part and they stated the part had leakage on k6 that could be cause by manifold orifice defects. Root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.